Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a continuing sensor session was reported. Data was not available for evaluation. Confirmation of the issue and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. The share log was reviewed and did not confirm the complaint. The probable cause could not be determined.